Event description:
It was reported that the atrial lead had higher impedance at the unipolar setting than at bipolar, and that the lead warning was triggered. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.